Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella cp support and the pump slipped across the aorta during extracorporeal membrane oxygenation cannulation. The doctor attempted to advance the pump and it would not cross. The decision was made to explant the pump and implant a different impella. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation for positioning issues has been completed. The impella device was not returned for evaluation. The cause of the positioning issue was use related since pump was pulled back in aorta during. D10 concomitant medical product added extracorporeal membrane oxygenation (ECMO) cannulation.